Manufacturer narrative:
Concomitant medical products: 3387s-40 lead, implanted: (B)(6) 2018; 3387s-40 lead, implanted: (B)(6) 2018; 3708660 neuro extension, implanted: (B)(6) 2018; 3708660 ne uro extension, implanted: (B)(6) 2018; 3760 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "was not triggering an event when in afibrillation". The ipg remains in use. No patient complications have been reported as a result of this event.